Event description:
The physician felt resistance while advancing the cypher stent delivery system (sds). Upon withdrawal of the sds, it was noted that the proximal stent struts were uplifted. The procedure was completed with another device. There was no patient injury. This patient was taken electively to the cardiac cath lab, where angiography revealed a heavily calcified, moderately tortuous, bifurcating, 90% stenosis in the distal circumflex artery (lcx). The physician had difficulty "seating" the guider into the ostium of the artery. He exchanged the guider twice, from an access, 7fr, al2.0 to a launcher 6fr, al1.5, and then to a launcher, 6f, al2.0. Two guidewires, a grandslam and a neo light, were inserted into the guider and down the artery. There were no difficulties in accessing or wiring the vessel noted. The distal lcx lesion was predilated with a 2.5x15mm z-future balloon inflated to 18 atms. A 2.5x15mm cypher stent was then inserted into the guider; however, the physician felt some strong friction/resistance while advancing the sds through the guider. The sds did not cross the lesion due to heavy calcification, so the physician attempted to withdraw the sds back through the guider. Upon doing so, he felt some "slippage"; therefore, he retrieved the sds guider and wire as a system. Upon removal, the unit was inspected and the proximal struts of the stent were found to be flared. The procedure was successfully completed with a launcher, 6fr, ebu, a 3.0x20mm quantum maverick balloon, and a 3.0x28mm cypher stent. No further information about the patient is available. The product has been returned for analysis and testing, the results of which are pending.